Event description:
It was reported that this patient's communicator showed a red call doctor icon (rcd) which indicates a potential change in the patient's implantable cardioverter defibrillator (ICD), that was not correctly transmitted. Technical services provided several troubleshooting options, but the issue was unresolved. Subsequently, this patient's communicator was deactivated, and a replacement was sent to the patient. No information regarding any recorded rcd alerts were found, there is no data available for the date the issue occurred. Attempts to obtain further information were unsuccessful. This ICD remains in service and no adverse patient effects were reported.